Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the defibrillator exhibited post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. No more alerts were noted. The patient was in a stable condition.